Manufacturer narrative:
Concomitant product: 4068-45, lead, implanted: (B)(6) 1998.

Event description:
It was reported that the patient experienced weakness and shortness of breath. The right ventricular (rv) lead had exhibited chronically low impedance which triggered a polarity switch. It was also noted that there was chronically low impedance on the right atrial (ra) lead and possible far field r-wave (ffrw) oversensing occurring. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.